Manufacturer narrative:
Concomitant products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 04-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen (2,000.0 mcg/ml at 221.4 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the pump was flipping on itself inside the patient¿s abdomen and twisting the catheter which was requiring revision surgery today to provide medication for the patient. The pump was in working condition. They were unsure if the catheter was still working due to the flipping of the pump. The environmental, external, or patient factors that may have led or contributed to the issue was noted to be that the patient had severe spasticity and her body was in constant motion. Her abdomen had very little muscle to keep the pump from flipping, and the doctor believed that this was what was causing the pump to flip. Upon opening the pocket where the pump was, it was discovered that the pump segment of the catheter was twisted up and needed to be replaced. The 40 ml pump and pump segment of the catheter were removed. A new 20 ml pump was placed in the patient¿s buttock and a new pump segment of catheter was attached. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.